Manufacturer narrative:
(B)(4); device was not returned for evaluation. Additional information was requested and the following was obtained: appendectomy and the re-operation to fix the leak. The following information was requested, but unavailable: what color cartridge was used in the initial procedure? Was there any issue noted in initial procedure was staple formation? During the reoperation, was a staple line present? Were any malformed staples noticed? If so, where on staple line? What were the indications for surgery? How was the patient treated? What complications did patient have? What is the current patient status?

Event description:
It was reported that during a laparoscopic appendectomy with laparoscopic gynecologic procedure, the device worked as expected. The next day, the patient was experiencing complications, including increased pain. The patient was taken back to the or for a laparoscopic scope. At that time, fecal material was observed in the abdomen, so a laparotomy was then performed to repair the cecum. The surgeon observed perforation where he believed the staple should have been, but he did not observe any staples. It is unknown how many staples were fired during the original surgery. The case was completed with sutures on the cecum. The patient was hypotensive and unstable during the entire surgery for repair of the cecum. The patient was septic, had respiratory issues and required ICU support. The patient is still in the hospital, but no longer in ICU. No device will be returned.

Manufacturer narrative:
(B)(4). Date sent: 1/26/2017. Additional details regarding the procedure and the post-operative course. The appendectomy was not planned and he indicated the gyn surgeon observed a ¿stiff¿ appendix that was not inflamed or abscessed. The surgeon felt it needed to be removed and so he asked for a general surgeon¿s assistance. With regard to the post-operative course, he advised his daughter was transferred to ICU after the reoperation for leak repair and was in the hospital for a month with respiratory issues. Subsequently she developed abscesses, peritoneal occlusion cyst and a large cystic mass on her other ovary and underwent a hysterectomy. She also developed an incisional hernia in the (B)(6) 2015.

Manufacturer narrative:
(B)(4). Additional information requested and received: what color cartridge was used in the initial procedure? Color cartridge was blue was there any issue noted in initial procedure was staple formation? During the reoperation, was a staple line present? Were any malformed staples noticed? If so, where on staple line? What were the indications for surgery? Laparoscopic lysis of adhesions, right salpingo-oophorectomy, lap appy. How was the patient treated? Patient returned to surgery for open laparotomy with repair cecum/washout. What complications did patient have? Complications include sepsis, respiratory failure, fecal peritonitis, poor wound healing and drainage. What is the current patient status? Patient spent a month in hospital-now discharged at home for the last week.